Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be replaced, pocket site will be revised and the leads will be added.

Manufacturer narrative:
Additional information was received that the patient's current scs system is running fine. The patient does not have surgery scheduled at this time. No further course of action needed at this time.

Event description:
A report was received that the patient had pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be replaced, pocket site will be revised and the leads will be added.